Event description:
Information received from the facility indicated documented claims against rails coming down and pinching the caregiver's fingers.two incidents of caregivers receiving broken fingers. Facility did not supply manufacturer reports concerning these two incidents. The facility did supply reports concerning bruised and swollen thumbs.